Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device not yet returned.

Event description:
It was reported that during surgery on an unknown date the dermatome was leaving a strip in the center, only harvesting on sides. The rpms were not checked due to the device not working. The control bar was in the correct position. The head had gouges that could affect the performance of the device. The calibration was in at all readings. There was no reported patient harm, or delay. Due diligence is in progress, no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00104. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the rpms were not checked due to the device not working and the machine head had gouges. The machine head, motor, and other worn parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the dermatome would harvest the sides of the graft only, leaving a strip in the center. There was no reported patient harm, or delay. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.